Manufacturer narrative:
Device not available for evaluation.

Event description:
The husband of a patient reported that after his wife received two orthovisc injections she had a respiratory reaction. He stated that she received the first injection on (B)(6) 2016 and the second on (B)(6) 2016 on her right knee. He reported that his wife began experience tightness in her chest, difficulty breathing, swollen lips and tongue. He also stated that she experienced swollen legs and arms plus itchiness on arms. The husband stated that he then took her to the ER where they gave her double benadryl IV which helped with the symptoms also the doctor recommend the patient to take benadryl tablets for 3 days four times a day. He stated that after his wife was done taking the benadryl she began have the symptoms again so she has been taking benadryl since. He stated that the doctor at the ER recommend his wife to not go back for the third shot. He wanted to know how long does it take for orthovisc to wear off so he was advised to follow up with the doctor.